Event description:
The lay reporter contacted lifescan (lfs) on (B)(6) 2012 alleging that his mother could not see her readings on her one touch vita because the meter does not have a backlight. A (B)(6) sent follow up questions and obtained the following information. The reporter mentioned that the patient developed symptoms on (B)(6) 2012 at 6:00pm where she fainted and fell on the floor because she could not see the results on her meter; therefore, she did not adjust her diabetes medication. The patient has been taking a set amount of 50 units of insulin on a regular basis without adjusting her insulin, since she has been unable to read the results. The reporter mentioned that she developed the symptoms 6 hours after testing her blood glucose and taking the insulin. The reporter does not know what her reading was prior to taking the insulin. The patient's son attempted to test her blood glucose; however, was unsuccessful and obtained an unspecified error message. He did not attempt to treat the patient and contacted paramedics. The reporter does not recall what the patient's initial reading was on the paramedic's meter. The patient was taken to the hospital and received treatment and regained consciousness the following day. The reporter does not know what her initial reading as in the hospital and the patient was admitted in the hospital for 7 days and the diagnosis was hypoglycemia. Reporter mentioned that he can see the results on the meter and there is nothing wrong with the display and it was just that his mother could not see the readings and because of that she took set amount of insulin on a regular basis, instead of adjusting her insulin and developed symptoms. The product was replaced. Customer care advocate (cca) sent the patient a verio pro meter which has a backlight. The complaint is being reported since the reporter alleged that due his mother not being able to read the results due to not having a backlight, she took a set amount insulin, later developed symptoms, which resulted in hospitalization for 7 days.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k082513.

Manufacturer narrative:
Follow-up # 1 (03/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the battery and display were found to be contaminated. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.